Manufacturer narrative:
The obstruction withing the mold would block oxygen flow preventing patient therapy. This would cause a decrease in oxygen saturation and the patient could become hypoxic. The complaint of "cannulas have a mold error blocking air flow." There were no photo images, videos, or returned sample; therefore, the complaint was not confirmed; however, complaint (B)(4) was reported for the same issue and confirmed. The root cause was not determined at this time. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the first complaint within the 24 months for "damaged component." Complaints will continue to be monitored for possible trends.

Event description:
Cannulas have a mold error blocking air flow.

Event description:
Cannulas have a mold error blocking air flow.

Manufacturer narrative:
The obstruction withing the mold would block oxygen flow preventing patient therapy. This would cause a decrease in oxygen saturation and the patient could become hypoxic.